Event description:
It was reported that this right ventricular (rv) lead was attempted but the helix would not retract during positioning and could not be placed. Another rv lead was used as a replacement in the same procedure. Additional axillary stick was added to the new lead and the positioning on the left bundle was abandoned. The rv lead is not expected to be returned for analysis as it was disposed during the surgical procedure. No additional adverse patient effects were reported.